Event description:
Had surgery to remove ruptured mentor memory gel implants. This was my second surgery to remove ruptured mentor memory gel implants. Ever since these implants were put in me, my life has changed; I have extreme pain at scar tissue, sleep disorder, hair loss. Diagnosed with breast cancer in 2014; had double mastectomy, so had reconstruction breast implants by mentor then had ruptured in left breast. In 2019 reconstruction again and implant rupture with MRI finding right breast rupture. Now new implants in 2020 saline.